Event description:
From day 1 I would have a period that wouldn't stop . I bled for nearly 15 months before having my uterus and cervix removed. Since 2007 I have had constant pain in my back, hips , legs. I can't have sex with my husband without severe pain and usually end up in tears . I have a metal taste in my mouth 24/7. I am bloated to look like I am 9 months pregnant on most days. I have only gained weight I can not lose. Headaches , blurred vision, dizzy spells. I have mood swings and anxiety. Having the essure procedure was the worst decision of my life.